Event description:
It was reported that during an arthroscopy the footprint anchor broke inside the patient, all the pieces were removed. No bone holes were left void. The procedure was successfully completed without a significant delay using a back-up device. No other complications were reported. All available information has been disclosed. If additional information should become available, a supplemental report will be submitted accordingly.

Manufacturer narrative:
One 72202901 4.5 footprint ultra pk suture anchor assembly used in treatment was not returned for evaluation. If further information becomes available, the complaint may be revisited. Factors that could affect device performance include: device ability, product knowledge. Influences that might compromise product performance or integrity that are unrelated to manufacture include:1. Use of other than recommended prep instrument size or types.2. Unexpected bone condition/density. 3. Shallow prep hole. 4. Loss of axial alignment before completed insertion.5. Unintended separation of anchor from inserter.6. Unintended damage. Per IFU: ¿the proper hole depth is achieved when the laser depth mark or circular groove on the distal end of the awl contacts the bone surface. Establish and maintain axial alignment of the suture anchor to the prepared insertion site, and place the tip of the anchor into the prepared hole. Warning: rotate the torque limiter counterclockwise only enough to allow the sutures to slide easily. Excessive counterclockwise rotation can unscrew the inner anchor plug from the anchor implant, possibly resulting in a damaged anchor or the inner plug falling off the inserter and into the joint. Note: the torque limiter located at the proximal end of the handle is preset and should not be turned until the anchor has been fully seated and proper tension has been applied to the suture.¿ complaint history review indicated no similar allegations for the lot number reported. Batch review did not indicate a condition, product or procedure failure that supported the allegation. Instructions for use (IFU) contains recommendations and precautionary statements for proper use of product. Risk management files contain the reported failure. Various quality checks are in place to ensure that the material of the device meets requirements defined and validated in the design process. No indications from the device show cause that the material was related to the reported failure. Product met specifications upon release to distribution. No further investigation is warranted at this time.

Manufacturer narrative:
The reported device was received for evaluation. It was determined the device contributed to the reported event. A visual inspection of the returned device found that the anchor was broken into two pieces and the sutures have been cut. Based on the condition of the product material found during visual inspection, additional material testing is not required. The complaint was confirmed, and the root cause was associated with unintended use of the device. Factors that could have contributed to the reported event include excessive force on the device, excessive torque on the device, attempted correction of a damaged device, off-axis insertion, improper preparation of the insertion site, or an inadvertent impact event inconsistent with normal use. A complaint history review found similar reported events. A review of device records showed there were no indications to suggest that the product did not meet manufacturing specification upon release for distribution. The instructions for use was reviewed and found to include conditions of off label use and technique specifics, as well as precautions and warnings related to the use of the device. A risk management review found that the reported failure was documented appropriately, and there were no indications to suggest the anticipated risk is not adequate. A review of the polymer found that the storage requirements, material specifications, and applicable tests were appropriately specified. A material certificate of analysis was required for the raw material. Although the footprint anchor broke inside of the patient it was reported, all pieces were removed and no bone holes were left void. Per communications, the procedure was successfully completed without a significant delay or other complications using a back-up device. Therefore, no further clinical/medical assessment is warranted at this time. Should additional medical information be provided, this compliant will be re-assessed. Please refer to the instructions for use for recommendations on proper use of the device and potential troubleshooting methods to prevent future reoccurrence of the reported event. No containment or corrective actions are recommended at this time.

Event description:
It was reported that during an arthroscopy the footprint anchor broke inside the patient. All the pieces were removed from the patient and no additional bone hole was required. The procedure was successfully completed without a significant surgical delay using a back-up device. No other complications were reported.